Manufacturer narrative:
A polarcup trial insert slotted 28/49 (art. No. 75000665 / lot no. A62450) was reported as broken. Surgery had been completed with the same device. No delay of the surgery or patient harm was reported. The complaint device, used in treatment, was returned for investigation. The reported failure mode was confirmed upon visual inspection. The complaint part was found broken in two pieces. A review of the complaint history revealed no other complaint for the batch in question. A review of the batch record showed no deviations from the standard manufacturing process. There are no hints that the device did not meet the specifications at the time of manufacturing. Based on the conducted investigation, the root cause could not be determined conclusively. No further actions are deemend necessary. Smith+nephew will continue to monitor for similar issues. The complaint device will be discarded.

Event description:
It was reported that, during surgery, the polarcup trial insert slotted 28/49 broke. Surgery had been completed with the same device so it was not delayed. The patient was not harmed.